Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the customer experienced stopper creep out/loose closure while using a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube. The following information was provided by the initial reporter: customer stated that when the tubes are on the machine and the lab techs have to add any kind of alloquat to the tube and they go to remove the caps, the caps slide right off. She said it's almost like the caps are not even attached. With the caps sliding right off, they have lost some specimens. She said she doesn't know exactly how long it's been going on, maybe a week or more. She just received an email from one of her workers yesterday in regards to the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the customer experienced stopper creep out/loose closure while using a bd vacutainer k2 edta (k2e) 5.4mg blood collection tube. The following information was provided by the initial reporter: customer stated that when the tubes are on the machine and the lab techs have to add any kind of alloquat to the tube and they go to remove the caps, the caps slide right off. She said it's almost like the caps are not even attached. With the caps sliding right off, they have lost some specimens. She said she doesn't know exactly how long it's been going on, maybe a week or more. She just received an email from one of her workers yesterday in regards to the issue.